Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device / malposition of device') in an adult female patient who had essure (batch no: 705802) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)", menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)", fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)" and migraine ("migraines/headaches"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, fatigue, vaginal haemorrhage, migraine and back pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: on (B)(6) 2011: misplaced therefore was taken out and another essure on the left was placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: 1. Both fallopian tubes are occluded. 2. Essure device in left fallopian tube is slightly more distal in position that is optimal, with proximal aspect 1 cm from the cornua. 3. Right essure device has exited the fallopian tube and lies within the posterior cul-de-sac (per mr). Concerning the injury reported in this case the following ones were described in patient medical record confirming: device dislocation, migraine, and menorrhagia. Lot number: 705802 manufacturing date: 2010/01 expiration date: 2013/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, malposition of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine") and fatigue ("fatigue"). The patient was treated with surgery (yes, (B)(6) 2018 hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, migraine and fatigue outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events "pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), malposition of device" were added. Outcome of events " pain, bleeding" were updated as recovered. Reporter information and lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device / malposition of device') in an adult female patient who had essure (batch no. 705802) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines/headaches"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, fatigue, vaginal haemorrhage, migraine and back pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: (B)(6) 2011: misplaced therefore was taken out and another essure on the left was placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: both fallopian tubes are occluded. Essure device in left fallopian tube is slightly more distal in position that is optimal, with proximal aspect 1 cm from the cornua. Right essure device has exited the fallopian tube and lies within the posterior cul-de-sac (per mr). Concerning the injury reported in this case the following ones were described in patient medical record confirming: device dislocation, migraine, and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received- new event back pain, vaginal bleeding were added. Outcome for migraines (resolved) was provided. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.